Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, the lead was forwarded to detailed analysis for further investigation. It was revealed that allegations were confirmed basing on the finding of a fractured anode (outer) conductor, located ~220 mm from the terminal end. Fracture characteristics are consistent with clavicle/first rib damage.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, loss of capture, oversensing, and high pacing thresholds as this rv lead was fractured. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, loss of capture, oversensing, and high pacing thresholds as this rv lead was fractured. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.